Manufacturer narrative:
Other, other text: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was confirmed to be functioning as designed. This supplemental form also updates the lot number and UDI production identifiers pertaining to expiration date (17) and batch/lot number (10).

Event description:
The customer reported "patient's monitor came had a warning that said "spo2 replace sensr". Sensor was replaced and the warning went away." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the masimo representative has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. As no lot number information was available for the cable, only the device identifier (01) portion of the UDI is provided in this follow-up MDR. The production identifiers pertaining to expiration date (17) and batch/lot number (10) could not be included in the UDI as they are indeterminable. Product not returned.

Event description:
The customer reported "patient's monitor came had a warning that said "spo2 replace sensr". Sensor was replaced and the warning went away." There was no patient impact or consequence reported.